Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I have an issue with my right breast and am concerned it may have ruptured. It is swollen.. And it's painful." This relates to the right side. Device remains implanted.

Event description:
Patient reported "I have an issue with my right breast and am concerned it may have ruptured. It is swollen.. And it's painful." This relates to the right side. Device remains implanted.

Event description:
Patient reported right side "I have an issue with my right breast and am concerned it may have ruptured. It is swollen and it's painful." Patient additionally reported "blood pressure issues." Device remains implanted.